Manufacturer narrative:
The product is not available for evaluation, and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate, indicated that the patient had a trapease inferior vena cava (ivc) filter implanted below the ostium of the renal veins. The ivc filter was said to be less than thirty (30) mm in diameter. The ivc filter placement was said to be normal. Four days after the procedure, the patient expired. The report received regarding the autopsy performed, was that the trapease filter was found in the pulmonary valve with clots (pulmonary emboli), and a minor hematoma was noted at the site of the ivc filter implantation. There was no reported evidence of intima scratching noted. The ivc was not dilated. No additional patient, product, lesion or procedural information was provided. The procedure date, and event date were not available/provided. Multiple requests for additional information have been unsuccessful.